Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number: 2017865-2020-12068, manufacturer report number: 2017865-2020-12070. It was reported that the patient presented with pocket infection. The cause of the infection was unknown. The physician did not suggest that the infection was due to the device or the leads. The physician was unsure whether the infection was due to the implant procedure. Patient presented for extraction procedure on (B)(6) 2020. During procedure, the pacemaker, right atrial lead, and right ventricular lead was explanted. The patient was recovering post procedure.